Event description:
It was reported by service report that the fowler weld was broken and presented sharp exposed edges. It is unk if there was pt involvement or if there were adverse consequences to report.